Event description:
A customer reported receiving lower readings from the adc device compared to the built-in meter. The customer experienced shivering and seizure, however, indicated they were able to self-treat with novorapid insulin (dose unknown). There was no report of death or permanent injury associated with this event. The customer additionally reported sensor readings of 2.4 mmol/l, 2.9 mmol/l, and 2.1 mmol/l compared to readings of 18.6 mmol/l, 21.6 mmol/l, and 13.6 mmol/l, taken at an unspecified time in relation to the reported event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings from the adc device compared to the built-in meter. The customer experienced shivering and seizure, however, indicated they were able to self-treat with novorapid insulin (dose unknown). There was no report of death or permanent injury associated with this event. The customer additionally reported sensor readings of 2.4 mmol/l, 2.9 mmol/l, and 2.1 mmol/l compared to readings of 18.6 mmol/l, 21.6 mmol/l, and 13.6 mmol/l, taken at an unspecified time in relation to the reported event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.